Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Event description:
It was reported that the device was inserted into the pocket and noise was seen on the right ventricular pace/sense lead. The device was removed and the physician found blood in the header and a bad grommet was suspected. The device was removed and a new device was implanted. No patient complications were reported as a result of this event.